Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was noted that the end of the device was damaged. A blue/black round piece could be seen hanging on the wire between the ampula and the scope. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; extrusion torn/ripped.

Manufacturer narrative:
The two lot numbers were provided, 14685226 and 15101677. It is unknown which belongs to the complaint device. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4): a visual examination of the returned device found that the working length, distal tip and exposed cut wire were twisted. Additionally, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context.